Event description:
It was reported that on (B)(6) 2024, in order to ensure the safety of chemotherapy drug infusion, the patient was catheterized at 14:30 pm on the same day. During the catheterization process, when retrieving the guide wire, the outer ring formed by the stylet in the catheter unexpectedly and suddenly broke off, causing the guide wire to remain in the catheter in the patient's body. The operator noticed the problem in time and gently removed the residual outer coil guide wire from the lumen. The patient had no particular discomfort after the guide wire was removed. During the operation, two people checked and confirmed that the outer coil guide wire was completely removed, and x-ray examination showed that there was no residual guide wire in the patient's body.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.